Event description:
Per the audiologist's report on october 8, 2007, the patient had trigeminal nerve surgery on the head/neck area in 2007. The patient reported that he heard nothing but a blaring sound for three days. He reported that, after that time, he could hear, but the sound quality was poor. The patient reportedly continued to use the cochlear implant system consistently. The results of an integrity test done about 5 months later, were consistent with normal receiver/stimulator function with unusual responses on multiple electrodes. The device was explanted in 2008. Per a comment on the paperwork accompanying the explant, the device was "failing device secondary to monopolar electrocautery during recent cranistomy." The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.